Event description:
Related to MFR report #2183959-2012-00640. It was reported that the pt had 2 previous mesh sys and a neurostimulator implanted. (Refer to MFR report #2183959-2012-00636) the pt was implanted with an elevate anterior graft sys on (B)(6) 2011 for continued stress urinary incontinence, urinary urgency, vaginal vault prolapse, cystocele, and rectocele. Dense adhesions and scarring were noted during the surgical procedure. Following the surgery, the pt continued to experience stress urinary incontinence, urinary tract infections, pelvic and vaginal pain and discomfort, dyspareunia, weight gain, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.